Event description:
Customer discovered 2 rips in her vagina. Customer went to the doctor. Customer stated that cuts have been made by chafing of the condom and that lubrication used on the condoms have caused the cuts to be mildly infected and inflamed. Per doctor's suggestion. Customer discontinued use of lifestyles xtra pleasure ribbed condom.